Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer¿s reported issue was confirmed as there was no image and displayed only horizontal lines with different colors along with error e226 due to a defective cable unit. The cause of the defective cable unit is unknown. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the user facility that ¿when connected the high definition 3cmos (complementary metal¿oxide¿semiconductor) autoclavable camera head and the light cord to the tower, there was no image at all¿ found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.